Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 22april2019. (B)(4). The manufacturer's field service engineer (fse) performed troubleshooting and confirmed the reported issue. The fse replaced the power switch overlay and the issue was resolved.

Event description:
It was reported that the unit's green light emitting diode (led) indicator flickered. There was no patient involvement. Event date not specified, estimate used.